Event description:
Customer reported in november or december of 2004, ambulance was called by an rn because they had a diabetic reaction. Customer was shaking and screaming. Ambulance gave theim a shot, substance unknown. No controls used. A request was made for return product and replacement product was sent.